Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, (B)(6) 2025. On (B)(6) 2025, while the patient was with a police officer due to car issues, the patient started to feel weak and fell to the ground trying to get the police officer´s attention. The patient stated she did not lose consciousness during the event. The police office called the emergency services and while waiting for the paramedics the patient was able to take a fingerstick and the cgm was reading 66 mg/dl and the blood glucose reading was 39 mg/dl. When the paramedics arrived, they tried to give the patient intravenous treatment but were not able to find a vein. Because of this, the patient was given a glucose gel. The patient was brought to the hospital where she ¿woke up¿. No further treatment was provided at the hospital, and the patient was discharged after 4 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.